Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent balloon ruptured. The lesion was located in the circumflex (cx) artery. The lesion was not predilated. The physician advanced a 2.5x12mm taxus express2 drug eluting stent into the cx. The stent balloon was inflated to 10 atm for 11 seconds and the balloon popped. The stent delivery system with the stent on the catheter was removed from the pt. Then a new 2.5x12mm taxus stent was deployed. There were no pt complications and the pt condition was ok.

Manufacturer narrative:
The device has not been received for analysis at the analysis site as of the date of this report.